Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: three pictures were received for investigation. On visual inspection of the 3 pictures received a burr can be seen inside the syringe tip. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 1706052p. This burr is a molding defect which can be generated during molding process. No incidence was detected during molding defect that could have caused this defect. The areas where pieces run in manufacturing area are protected to avoid damage on the product. Although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that before use the bd plastipack¿ luer slip 10ml bulk non sterile syringe contained foreign matter on luer end of syringe. There was no report of injury or medical interventions.